Event description:
It was reported that a catheter was inadvertently inserted in the carotid artery. The incorrect placement was a result of 1. The patient's abnormal anatomy, 2. Use of a catheter that was too short, 3. Inability to detect any pulsatile flow with use of the raulerson bulb, and 4. Insertion at a 90 degree angle to the vein. The inadvertent placement was detected and the catheter was removed without any further adverse effects.